Event description:
The customer reported to beckman coulter, inc. That one false low creatinine (crem) was generated on the unicel dxc 800 synchron system. The result was not reported out of the laboratory. The customer retested the sample and obtained a correct result. The customer also confirmed the repeat result on a second analyzer. Quality controls were within specification prior to and after the event. There were no changes to the patients care or treatment. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found the modular chemistry creatinine (crem) syringe was leaking and the crem stirrer motor not functioning properly. The fse removed and replaced the crem assembly, stirrer bar and the tri-continent syringe. Service activity performed is verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications.